Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 26mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 20cm from the distal end of the balloon. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded and there was contrast in the inner lumen. The tip, balloon, markerband and inner/outer shaft, and hypotube was microscopically and tactile inspected. Inspection revealed a separation in the hypotube located 57cm from the tip of the device. The fracture faces of the fracture faces were ovalized, as if kinked prior to separating. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 26mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 20cm from the distal end of the balloon. The device was simply removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.